Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call blank display anomaly. Customer's blood glucose level was 12.4 mmol/l. Customer advised they attempted to deliver a bolus during dinner but the display was black. Customer removed the battery, cleaned the battery compartment, cleaned the cap but the blank display persisted. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to missing battery tube springs and corroded battery tube. Unable to confirm display anomaly or black screen due to blank display. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.